Event description:
Patient was revised for instability and malpositioned tibial tray, found insert cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.